Event description:
It was reported that the atrial lead had fractured. No patient symptoms were reported. The lead was capped on (B)(6) 1995 without replacement. Recent follow-up noted the patient to be in good condition. No additional information was available.

Manufacturer narrative:
(B)(4).